Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm was noted. The pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to perform the occlusion test and excessive no delivery test due to prime anomaly. The motor passed motor test. The pump had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating a motor error from the insulin pump. The customer's blood glucose reading was 343 mg/dl. The customer stated that the motor error occurred during manual prime. The customer was advised that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.